Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a symphion fluid management accessory was checked during an inventory on (B)(6) 2018. According to the complainant, during inventory, the symphion fluid management accessory was pulled out from the shelf and it was noted that the clear sterile package of the device had a crack on the right corner.